Event description:
Healthcare provider reports the hemochron response instrument is "not detecting a clot." Customer could not confirm that an actual clot had formed in the hemochron response assay tube. No adverse event reported. This event occurred outside the united states.

Manufacturer narrative:
Itc (B)(4). Manufacturer awaiting additional information for further complaint evaluation.